Event description:
The user facility reported experiencing a leak from the hemostatic valve on the sheath during a procedure. Follow up communication with the user facility confirmed: (1) the sheath was used in the right radial artery; (2) "multiple guidewires and catheters" were used during the procedure; (3) a leak from the valve was noted during the case; (4) the procedure was completed successfully; and (5) the patient's condition is reported as "good."

Manufacturer narrative:
The event date was initially reported as (B)(6) 2014. The event date for this complaint is unknown and event date should be blank.

Manufacturer narrative:
(B)(4). Although there was no reported impact to the patient, the event description indicates that some minor blood loss did occur. The estimated amount of blood loss was unable to be determined the involved device was returned and evaluated. Examination of the used sample that was returned confirmed that one of the valve flaps had been damaged in an area that is off-center from the manufactured slit. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the returned sample appearance is consistent with the valve having been damaged as a result of the dilator being forced through the valve off-center from the manufactured slit. Subsequently, this damage to the valve permitted blood to leak through. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." (B)(4).